Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the right atrial (ra) and right ventricular (rv) leads dislodged and that "pacing failure" was observed. During the lead revision procedure it was found that there was a setscrew problem and there was silicone damage on the ventricular port of the implantable pulse generator (ipg). It was also determined that the leads had lost slack. The leads were repositioned and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.